Manufacturer narrative:
H10: multiple attempts were unsuccessful at obtaining further information from the customer and obtaining the transducer for evaluation. No information or product was received. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H11: initially it was reported out of an abundance of caution, the tee transducer was loose, unknown if in patient use; however, it was determined that issue was found outside of patient use. This issue was not likely to cause or contribute to a death or serious injury.

Event description:
It was reported: the probe part of the esophagus of the instrument is loose, and it is easy to break when pushing, and the esophagus is stuck, and the use is stopped immediately. There was no injury associated with this event. This event was associated the epiq 7 ultrasound system. Multiple attempts to obtain additional information were unsuccessful. Since this could have been a detached part on a tee probe while in patient use. This will be reported out of an abundance of caution. Philips has started an investigation for this complaint.